Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the incoming test failure is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming pulse lead hi-pot testing and therapy electrode recognition testing. The last pt to use this belt did not report any deficiencies.